Event description:
It was reported that the patient experienced a failed anti tachycardia pacing therapy (atp) followed by a failed shock during ventricular tachycardia (vt). A second shock converted the patient's rhythm back to sinus. The delay in vt detection was due to the vt being below the programmed cut off zone. Programming changes to lower the cut off zone and increase the number of atps in the vt zone were made. The patient was known to have stable vt with no symptoms. The patient was stable.

Manufacturer narrative:
Correction: section h6 - medical device problem codes.